Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported during a procedure to relocated the patient's implantable neurostimulator (ins) (reference MFR report: 3008829311-2017-00469), fluoroscopy imaging showed one of the leads had migrated. The physician elected to remove the lead and not replace it because prior to the procedure, the patient had indicated she was receiving effective therapy. Postoperatively, the patient reported continued effective therapy with the use of the one implanted lead.